Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following a paroxysmal atrial fibrillation procedure, a cardiac tamponade was found requiring a pericardiocentesis. During the procedure there were no issues observed, and the post procedure echocardiogram did not show any concerns. However, in recovery, the patient became hypotensive and experienced chest pain. An echocardiogram showed the cardiac tamponade and a pericardiocentesis stabilized the patient. It is unknown when the perforation occurred.